Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4)

Manufacturer narrative:
(B)(4). Jaws the analysis found that the device was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed and ejected. Another device was used to complete the case. There were no adverse consequences for the patient.